Event description:
An implant card was received that indicated that the patient underwent generator replacement surgery on (B)(6) 2013 due to battery depletion, near eos = yes. The lead impedance was not marked. It was reported that the generator was discarded and will not be returned to manufacturer for analysis.

Event description:
It was reported that during generator replacement surgery, it was discovered that the hospital did not have a compatible generator available for the patient's existing lead. The surgeon had already made the incision at the generator site. The surgeon indicated that the closest hospital was approximately 90 miles away. The surgeon was informed that if he was to perform generator replacement surgery with the available generator model, then a new compatible lead would need to be placed. The surgeon decided to abort the surgery and the patient's generator and lead were left in place and the incision was sutured up. Generator replacement surgery is planned once the hospital obtains a compatible model generator. It was later reported that the patient developed aspiration pneumonia following the aborted surgery and was hospitalized in the intensive care unit. The patient was discharged to his group home approximately two weeks later. The patient's ent and neurologist feel that the aspiration pneumonia is related to the aborted generator replacement surgery.